Event description:
The facility's nurse reported that the pump changed rates during pt infusion. Lactated ringer was reported to be programmed at a rate of 125ml/hr as a primary infusion on a labor and delivery pt. Approx thirty mins later, lactated ringer was found at a rate of 15ml/hr. The rate was reprogrammed back to 125ml/hr and fifteen mins later, the pump was found at kvo (keep vein open) rate. According to the rn, no pt injury has been reported. No add'l info available.

Manufacturer narrative:
The device has been requested by baxter quality management for eval but has not yet been rec'd. Should the pump be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available. A 2-yr review of the complaint history reveals no other reports have been rec'd for this serial number for the reported issue.